Event description:
It was reported that during a lap cholecystectomy procedure the jaws closed on the device to insert it into the trocar. After getting the device in the trocar the jaws would not open. The trocar and the device had to be removed all at once. Another trocar and device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.